Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system was displaying localizer not connected and was rebooted with no change. The system was taken out of the room and another navigation system was brought into the room for use. The system was powered on in the hallway and the system behaved normally. The camera was working and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, UDI#: h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.